Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she dropped the insulin pump and it alarmed button error. Customer¿s blood glucose was 149 mg/dl. Customer reported she had taken her device to the pool, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot, and a missing end cap sticker. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.